Event description:
It was reported by the affiliate that the the(1) al326 was used during a hernia procedure. It was reported that clips would not deliver. There are no other details available. The case was completed with another device and with no pt consequence.